Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation. Product history records were reviewed and indicate the product met release criteria. There have been no other complaints reported for this lot of product. Additional information has been requested.

Event description:
A facility reports one day following intraocular lens (iol) implant surgery in the left eye, the iol was decentered with luxation of the caudale haptic. The lens was explanted. The patient's outcome and prognosis was excellent.